Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple no delivery alarms. Customer reported changing the site and rewinding, but the no delivery alarms continued to occur. The customer reported that she recently had a blood glucose level over 480 mg/dl. During troubleshooting, the customer was able to successfully manually prime, and insulin exited the tubing with no alarm. Customer was advised that the reservoir was occluded and the infusion set would be replaced. Customer will not return any product for analysis.